Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted in a patient, along with an endurant iis stent graft system. It was reported that during the implant procedure, 10 endoanchors were implanted in the stent graft main body. However, one endoanchor was incompletely implanted, and follow up CT approximately three months later showed that the endoanchor just below renal stent, at 6 o'clock position did no maintain adequate penetration into the aortic wall. No action was taken and the patient experienced no adverse event as a result. The incompletely implanted endoanchor only penetrated the stent graft and not the vessel wall. There were no endoanchors free in the vasculature and there were no issues noted with loading and deploying the endoanchors during the index procedure. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine. Medical history; tobacco use (past), hypertension, hyperlipidemia, renal disease (renal insufficiency), gastro-intestinal disease.